Event description:
It was reported that a spectrum pump's battery would fall out causing the pump to turn off. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of battery falling out causing the pump to turn off, which was reproduced. Eval found a loose screw not allowing the battery to secure in place. The screw was tightened. Resolving the symptom.